Manufacturer narrative:
It was reported in the initial report that the device was returned for evaluation on nov 06, 2018, the correct date is dec 05, 2018. Device history record review: device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure, the motor device displayed an e6 error (overheat warning) while connecting to the console device. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.